Event description:
Additional information received reported that interventions included an entire system explant. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced lead migration. It was noted that the patient recovered without sequelae on (B)(6) 2013. It was noted that intervention included device reprogramming on (B)(6) 2013. It was noted that diagnostic methods included device interrogation which resulted in lead migration. It was noted that the event was related the device or therapy and not related to the implant procedure. It was noted that symptoms included ¿burning feeling.¿

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).